Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital for a routine pulse generator changeout. During the procedure it was discovered that the insulation of the right atrial and right ventricular leads were damaged. The right atrial lead also exhibited high thresholds. The leads were capped and replaced and the patient was stable before, during, and after the procedure.